Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module wire. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the remote control wire fluid damage, the lg cable connector fluid damage, the segment broken, the light guide fiber bundle (lcb) broken, the ift buckled, the control body corroded, the receptacle corroded, the mechanical base plate corroded, the ccd driver pcb corroded, the lg cable connector corroded, the light guide cable crushed, the operation channel leak, the ccd driver pcb malfunction, the remote control buttons disinfections damage, the operation channel resistance, and the suction channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).